Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance has decreased on trends and thresholds have increased on trends and were now high. In addition, the r waves had decreased. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.